Manufacturer narrative:
Two opened/used reservoirs and snap-caps were inspected they failed per specifications. Reservoirs were found too loose too connect/release.

Event description:
Customer reported via phone call, the reservoirs had been faulty and wanted to return them. Customer stated, her blood glucose was ok and didn't provide a numerical value. Reservoirs will be retuned for analysis.